Event description:
The probe of the subject device broke down. The broken location was the root of the probe. There was no patient harm reported.

Manufacturer narrative:
The two devices were returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe of the first device broke down at 15mm from the distal end. There was no scratch found at the broken point. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked and broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is one of two reports. Cross reference MFR. Report number: 8010047-2014-00987.